Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to lcd damage. The pump also had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was walking through the house and it started beeping. The customer stated that the screen has blobs of ink and it illegible. The customer stated that the black ink is leaking across the interior lcd but not exiting the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.